Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient's leads came loose and she didn't want to make any adjustment. On (B)(6), the patient the patient stated that her device was no longer working and it was on a 7 but it wasn't responding. The patient confirmed that 2 or 3 days ago the lead came unplugged from the ens and her husband had to plug it back in for her. The patient mentioned that the stimulation was not working anymore and she was not feeling any stimulation despite the fact that she's turned stimulation up all the way. The patient noted that it was telling her that it was operating at max settings when she tried to increase stimulation further. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.